Event description:
It was reported that patient presented for a follow-up in clinic. The right atrial lead exhibited noise over-sensing which resulted in pacing inhibition. The noise was reproduced with isometrics. Programming changes were made. The patient was stable.